Event description:
It was reported that the atrial threshold of this pacemaker system had significantly increased from 0.4v to 4v. It was noted that the right atrial (ra) lead was not capturing which caused the patient to feel symptomatic. No additional adverse patient effects were reported. The (ra) lead was not manufactured by boston scientific. Currently, this pacemaker system remains in service. According to additional information, this pacemaker was explanted and replaced with a new cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported. As of today, this pacemaker has not been returned to boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the atrial threshold of this pacemaker system had significantly increased from 0.4v to 4v. It was noted that the right atrial (ra) lead was not capturing which caused the patient to feel symptomatic. No additional adverse patient effects were reported. The (ra) lead was not manufactured by boston scientific. Currently, this pacemaker system remains in service. According to additional information, this pacemaker was explanted and replaced with a new cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported. As of today, this pacemaker has not been returned to boston scientific for further investigation.

Event description:
It was reported that the atrial threshold of this pacemaker system had significantly increased from 0.4v to 4v. It was noted that the right atrial (ra) lead was not capturing which caused the patient to feel symptomatic. No additional adverse patient effects were reported. The (ra) lead was not manufactured by boston scientific. Currently, this pacemaker system remains in service.